Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the plug of a 6f/7f mynxgrip vascular closure device (vcd) didn't deploy. When the green shuttle was pulled back after moving it forward, the plug hadn't deployed. There were no reports of patient injury. Additional information was requested but was not available. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the returned device showed that the shuttle was engaged to the black handle, and the stopcock was found in the open position. A syringe was returned plugged into the unit while the catheter sheath introducer (csi) used in the procedure was not returned. The advancer tube was advanced distally, and the sealant was not present in its manufactured position nor any other possible position along the returned unit. The returned device was inspected for damages/anomalies that may have contributed to the reported incident, and no visual damages or anomalies were observed. A complete deployment functional analysis was not possible to perform as the unit was returned without a sealant to evaluate. Nevertheless, a complete removal of the advancer tube and the shuttle disengagement and engagement mechanisms were tested, achieving the complete removal of the advancer tube with no abnormal condition with the deployment triggering mechanism. Along with the inflation and deflation functional evaluation of the balloon, no failure related to the balloon¿s mechanism was observed. The correct inflation of the balloon and complete deflation was obtained when it was attempted with the returned syringe. The reported event of ¿sealant-failure to deploy¿ was not confirmed through analysis of the returned device since the sealant was not received and there were no issues noted with the device¿s deployment mechanism during functional analysis. The exact cause of the issue experienced by the customer could not be determined during product analysis. Based on the limited information available for review and the product analysis, it is not possible to determine what factors may have contributed to failure to deploy reported since the device was returned with the advancer tube engaged to the tamp lock and the sealant was not received. However, procedural/handling factors, such as an incomplete engagement of the advancer tube during deployment, possibly contributed to the issue reported by the customer since there were no anomalies noted to the device. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 6/7f mynx grip vascular closure device (vcd) didn't deploy. When the green shuttle was pulled back after moving it forward, the plug hadn't deployed. There were no reports of patient injury. Additional information was requested but was not available. The device will be returned for evaluation.